Event description:
The customer reported a vent inop condition due to a power on self test/24v failure. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
Conclusion / root cause: the failure of c56 prevented the power supply from operating on ac power. (B)(4).

Event description:
The customer reported a vent inop condition due to a power on self test/24v failure.the customer reported there wasn't any patient involvement.

Manufacturer narrative:
(B)(4).